Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted.

Event description:
It was reported that a leak was observed from the connection between the cassette line and the supply bag. The event occurred during fill one of four. The technical service representative assisted the patient to end therapy. It was reported that the supply bag was not properly connected to the cassette line. There was no patient injury or medical intervention associated with this event. No additional information is available.